Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of his daughter (the patient) and claimed that the patient was hospitalized a day earlier for dka. The reporter also mentioned that the patient had an abscess under her armpit that began 2 weeks earlier. The reporter indicated that the patient had surgery on the abscess was going to be moved out of the ICU the next day. The reporter called animas to inquire about ordering a new cartridge cap. The animas representative involved in this contacted noted that the reporter did not know how long the cartridge cap was missing and if the patient had been attempting to use the pump without a cartridge cap. The patient was reportedly being untruthful with her blood glucose (bg) levels and was reporting that her bg's were normal. However, according to the reporter, the patient was hospitalized and was "almost in a diabetic coma." The reporter did not have the pump for troubleshooting and was not with the patient during the call with animas. Attempts by animas to contact the patient for follow-up information have been unsuccessful. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was missing a cartridge cap and the patient was hospitalized for dka. However, at this time, it is unknown at this time if the pump contributed to the patient's injury.